Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, with a device that was post-sensed t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. The device was reprogrammed successfully and remains implanted.

Manufacturer narrative:
No medwatch form was received.